Event description:
After removing the stylet of an 18 gauge saf-t-intima, the nurse reported to have hooked the green part of the white shield. Nurse then put the needle through the side of the rigid green plastic into nurse's hand.